Event description:
Baxter sales representative received report from customer. Customer reported a leak occurred by the female adaptor and the tubing on this set. Leak occurred during priming of the set. No patient involvement has been reported at this time.